Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient had pain issue due to the implantable pulse generator (ipg) flipping in the pocket. It is unknown if the device flipping over in the pocket was due to twiddler¿s syndrome. The patient denies and traumas or falls. Therapy is currently turned off. A device revision procedure is anticipated in the near future. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.